Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it won't allow stimulation to turn up. The system operating at maximum setting. A power on reset (por) had occurred when the patient came into clinic. They checked everything and the battery was low. Now they checked again and impedance is showing all out. It was all fine 1st march, then on 11th march it showed open circuit, high impedance. It charged ok, and you can palpate the implant.